Event description:
It was reported the patient called to see if their implantable pulse generator (ipg) device is programmed to pace when exercising. Patient stated "I feel fine, but if I get up to do something, I begin to get this pressure in my throat; if I go for a walk, I go 25-30 feet, and I get the pressure. I get out of breath from it." Follow up did not yield additional information regarding the cause of the complaint; however the ipg rate response was turned off. The device is functioning appropriately and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.